Event description:
Patient/user of the fmc cycler device contacted tech support to report a "drain line blocked" alarm, seeking advice on how to correct this problem. Patient stopped his treatment on the cycler and completed it by doing manual exchanges and continuing with this procedure until the replacement arrived. No treatments were missed and according to his pd rn, he is in stable condition at home using the replacement with no reported problems. While talking with tech support, the patient mentioned that he had been in the hospital for peritonitis.

Manufacturer narrative:
The clinical investigation indicates the device created an alarm/message, as designed, to alert the user of a potential problem. Peritonitis is typically due to touch contamination of the pd catheter/tubing connection and not attributed to the cycler. The patient completed treatments with manual exchanges and subsequent treatments were not missed. The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. Per fresenius medical care pharmacovigilance physician the patient was admitted to the hospital due to peritonitis. The cycler alarms that occurred during the hospitalization were due to the fibrin. No info was obtained to suggest that the event was related to the cycler. There is no info that there was contact between the dialysis solution and the cycler. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.